Event description:
Patient scheduled for an abdominal aortogram and right lower extremity runoff, right superficial femoral artery recannulization, angioplasty, and stent secondary to nonhealing ulcer in inferior rectus. At the end of the procedure attempt was made to obtain hemostasis with a proglide closure device. The device failed and adhered to the vessel and needed to be surgically removed.